Event description:
Multiport IV device from operating room developed a crack, which led to a backflow of blood into IV system that prevented levophed from infusing. This caused temporary hypotension with surgeon at bedside to provide interventions. Patient's blood pressure normalized quickly. Minimal temporary harm to patient. FDA safety report ID # (B)(4).